Event description:
The trilogy 100 ventilator was returned to the manufacturer service center for preventative maintenance. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted the device returned to the technician for additional evaluation due to a failed repair test. There were no significant event(s) in the error log(s). The root cause isn't confirmed at this time. Additionally, during the service of the device, components were only replaced as part of maintenance of the device. The software was upgraded unrelated to the reportable malfunction/issue. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
Previously reported by the manufacturer: the trilogy 100 ventilator was returned to the manufacturer service center for preventative maintenance. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted the device returned to the technician for additional evaluation due to a failed repair test. There were no significant event(s) in the error log(s). The root cause isn't confirmed at this time. Additionally, during the service of the device, components were only replaced as part of maintenance of the device. The software was upgraded unrelated to the reportable malfunction/issue. If any additional information is received, a follow-up report will be filed. New information/ evaluation: the device returned to the technician for additional evaluation due to a failed repair test for internal battery capacity. The internal battery was overcharged and has been discharged within testing limits. The device passed all testing. Box h coding was updated.